Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The mother of pediatric patient reported that the infusion set's tubing detached from the connection part during the night while the patient was asleep. Reportedly, as the patient's mother went to check on the him and discovered leak on the arm and then noticed that the tubing was detached at the connection part, however, the connection part was still attached as usual on the cannula site. This issue occurred with three infusion sets. Patient's blood glucose level was slightly elevated (15 mmol/l), but the mother noticed the problem soon enough. The infusion set was inserted in patient's arm and the pump was in a pouch on the belly. Upon investigation performed on the returned used devices (3 tubings), it was found that the tubings were detached from the tubing connector (all samples). No further information available.